Manufacturer narrative:
A1: patient identifier: requested, not provided . A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: n/a at this product code is note exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E2: health professional: unknown. E3: occupation: unknown. G4: 510(k): k122590, k163004. H4: device manufacture date: unknown due to unknown lot number. The actual sample was discarded by the involved facility. Since the involved lot number was unknown, the manufacturing record and the shipping inspection record could not be reviewed. Since the involved lot number was unknown, the past complaint file could not be investigated. Since the involved lot number was unknown, history investigation could not be performed. In addition, since the actual sample was not returned and the analysis of it could not be performed, it was not possible to clarify the cause of occurrence. Relevant instructions for use (IFU) reference: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire advantage and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the glidewire advantage or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that a penal stone removal procedure was completed tolerably; however, it was noticed on a follow-up computerized tomography (CT) scan that an advantage wire coating remained embedded within the patient's vessel. It was attempted to remove during a further stone removal procedure; however, it was unsuccessful. It was reported that it did not cause any issues for the patient. The coating peeled off inside the patient body, and although medical intervention was performed to remove it, it remained in the body. The procedure outcome was not reported; however, there was serious injury to the patient.